Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: , implanted: , explanted: , product type lead g2. Foreign: de medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins was giving them stimulation that was too intense. They already tried turning the therapy lower using the patient handset, but they still felt vibrations and could not lie down. They tried reaching out to the hospital but their treating physician was on holiday. The patient was hoping that the manufacturer could help out with some advice and if they could ease the patient's therapy using their home devices. The patient had pain/burning sensation in the back even if the ins was switched off. The patient was advised to contact the hcp in order to check if there was a mechanical irritation of a nerve or an inflammation.